Event description:
During laparoscopic hysterectomy, after one use of the thunderbeat, "probe damage error" occurred. Or team required to get a second device up and running for use during the surgical procedure.